Event description:
This is report 2 of 4 for the same event. It was reported that during a total knee surgery, it was observed that the ream attachment device would not drill while in use with the battery handpiece device, lid for battery device and battery insertion shield device. According to the report, the battery handpiece device would not work and there was a broken bracket on the battery insertion shield device. The reporter stated that the lid for battery device had an unknown malfunction. There were no delays in the surgical procedure as identical spare devices were available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be submitted.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device would not rotate and the bearings and coupling shaft were corroded. The assignable root cause was determined to be due to improper care and immersion. If additional information should become available, a supplemental medwatch report will be sent accordingly.